Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient¿s extension needed to be revised. The extension was to be revised the day after this report. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's right extension was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the old extension was scarred in and pulling on the patient's neck. The new extension fixed the issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the extension was replaced and the patient was fine.